Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The device functioned normally during pal testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, use error tidal ultrafiltration removal set too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the iipv event found during initial assessment. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) situation which occurred on date (B)(6) 2010 during drain cycle 4. The drain volume was 4130ml. The programmed fill volume was 2500ml. This drain volume of meets overfill criteria.